Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2005, after use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated with MDR #1225714-2014-03832 and 1225714-2014-03834.